Event description:
It was reported that during surgery, poor drainage was confirmed from the foley catheter. After removal, water was tried to be run through the catheter, but no drainage was confirmed.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's fax number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during surgery, poor drainage was confirmed from the foley catheter. After removal, water was tried to be run through the catheter, but no drainage was confirmed.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's fax number: (B)(6). The reported event was confirmed ¿ manufacturing related. The reported failure was able to be reproduced. The returned samples were thoroughly evaluated. No kink or dent marks were observed on the catheter shaft or the tsc wire. The catheter was able to inflate and deflate without any functional issues. However, the flowrate test failed. Upon dissection, glue residue was found obstructing the drainage lumen, which likely caused the flowrate failure. A potential root cause for this failure mode could be glue in the drainage lumen. Insufficient or missing glue causing blocked lumen or snaking thermistor wire due to operator's error. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.